Manufacturer narrative:
Annabel blasi/ angeles garcia-criado / julian moreno-rojas/carlos perez-serrano / marta ubre / iago dieguez / miriam panzeri /marta caballero / lorena rivera / aleksandar radosevic / guillermo puig /laura martinez / sandra ruiz / alejandro blaso / pau bell /albert castillo / ricardo jose ponce / paula escobosa / eva rivas / andres cardenas a multicenter study of the risk of major bleeding in patients with and without cirrhosis undergoing percutaneous liver procedures doi: 10.1097/lvt.0000000000000447. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a journal article determined the incidence and risk of major bleeding after percutaneous liver biopsy (plb) and radiofrequency ablation(rfa)/microwave ablation (mwa) of liver lesions and prophylactic transfusion trends in a multicenter cohort of patients with and without cirrhosis. This retrospective study between january 2020 to august 2022 included 1797 patients who underwent liver biopsy or ablation of hepatic lesions (emprint for mwa). Fourteen patients experienced major bleeding. Bleeding adverse events were: hemoperitoneum (8 patients) muscle hematoma (4 patients), and subcapsular hepatic hematoma (2 patients). Four patients required angiographic embolization, and three patients required red blood cell transfusion. The article did not specify which complications occurred with emprint mwa.